Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 ( air in set) found on the home choice (hc) device during use. The home patient (hp) stated that he received the alarm early in the morning and he had just turned the hc off. The baxter technical representative (tsr) had the hp turn the hc on. The hc displayed 'end of therapy' the tsr assisted the hp through end of therapy and explained the alarm. The hp had already disconnected and wanted to get the cassette out. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.